Manufacturer narrative:
The customer¿s report of tubing disconnected at pumping segment was confirmed. Visual inspection of the set noted that the silicone segment was completely separated from the upper fitment. Further visual inspection of separated silicone segment end noted no o-ring indentations on the silicone segment. Examination under magnification noted no crush mark to the upper or lower fitment. No other anomalies were noted. Functional testing was deemed unnecessary due to a separation in the silicone tubing. Dimensional analysis of the silicone segment were measured to be within specification. The root cause of the primary set silicone segment separation was due to the set's retainer ring not being assembled onto the set during manufacturing assembly process.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "tpn was primed and ready to hang, this nurse began to place it into alaris pump when tubing disconnected at site of "pump section" where it connects to blue plastic piece. To be specific, the tubing had not even been pushed into place within the pump when it disconnected on its own. This nurse immediately roller clamped above and below breakage and held on to both pieces to insure sterility was maintained. Resource nurse was called to assist, she brought new sterile tubing and re-spiked bag while this nurse continued to ensure ends of old tubing didn't come in contact with any surfaces during the transfer. No harm was caused to patient." An incomplete date of event of (B)(6)-2019 was provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and date of birth was requested but not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "tpn was primed and ready to hang, this nurse began to place it into alaris pump when tubing disconnected at site of "pump section" where it connects to blue plastic piece. To be specific, the tubing had not even been pushed into place within the pump when it disconnected on its own. This nurse immediately roller clamped above and below breakage and held on to both pieces to insure sterility was maintained. Resource nurse was called to assist, she brought new sterile tubing and re-spiked bag while this nurse continued to ensure ends of old tubing didn't come in contact with any surfaces during the transfer. No harm was caused to patient." An incomplete date of event of (B)(6) 2019 was provided.